Event description:
It was reported that a patient had a shocking or jolting sensation. Caller reported no falls or traumas. Patient reported random shocking since august at left pelvis to leg. There were no reported positional changes. Device was implanted on the right side. Impedance measurements were taken but were all in normal ranges. With stimulation off and palpitation there was no shocking. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer. Patient product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3998, lot# j0543016v, implanted: (B)(6) 2005, product type: lead. (B)(4).